Event description:
Consumer complaint of erratic blood results. Expected blood glucose results fasting range from 100-120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed was 119 mg/dl with (B)(6) meter and 150 mg/dl with trueresult meter. Blood test performed 25 minutes prior using trueresult meter and result was 490 mg/dl. Back to back blood test performed during call fasting ((B)(6) 2015; 8:07pm) with results of 89 mg/dl and 93 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 05/21/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: memory 1: 224mg/dl, (B)(6) 2015, 04:39pm; memory 2: 151mg/dl, (B)(6) 2015, 03:17pm; memory 3: 490mg/dl, (B)(6) 2015, 02:58pm; memory 4: 94mg/dl, (B)(6) 2015, 09:25am; memory 5: 106mg/dl, (B)(6) 2015, 4:38pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: test strip issue.